Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The stryker sales rep reported that the surgeon inserted a right gamma nail (380mm) and had to remove this as patient's bow of their femur was too increased. He therefore implanted a short 180mm gamma nail, and the targeted distal locking screws missed the nail. Mr. (B)(6) was the registrar performing the operation and he reported that there was initial difficulty inserting a long 380mm gamma nail due to the patient's anatomy and increased bow of the femur. Upon this, it was a surgical decision to overream the canal to 13.5mm (instead of 13mm) to assess whether a long nail could be implanted. It was decided to insert a short 180mm gamma3 trochanteric nail. The nail was opened and attached to the targeting arm and tested for alignment, which showed no sign of failure. The bone within the femoral head was quite dense due to tumor. The lag screw was successfully inserted. The distal locking screw was attempted through the targeter. It was only noted upon removing the targeting arm that the screw did not go through the nail itself, despite testing alignment before inserting. The nail was not hit in with the mallet. According to the surgeon, the nail holding screw should not have loosened and he expressed concerns as to why this screw had missed the nail. Images have been uploaded in attachments. Surgery was completed upon removing the screw which missed the nail. This had caused damage to the nail itself. The case was completed by free hand distal locking. This delayed the completion of surgery by 30mins.

Manufacturer narrative:
Evaluation revealed the target device gamma3, the speedlock sleeve 180 and the trochanteric nail kit to be the subject products. No further associated products were reported. The appearance of the item and the inspection records identified the target device returned being a new design version. A review of the inspection and device history records revealed no discrepancies. No manufacturing deficiency was verified. The affected items were documented as faultless prior to distribution. As the target device and speedlock sleeve had been in use for a longer time (manufactured in 2009/2010) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. A functional check of the received target device and speedlock sleeve revealed that a sample distal drill passed the static- and dynamic distal drill holes in sample nails without any contact. The alleged distal mis-targeting could not be reproduced. As the targeting accuracy of the target device and speedlock sleeve for drilling was confirmed during the intra-operatively performed functional check, it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding mis-drilling the operative technique has already been modified by (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The stryker sales rep reported that the surgeon inserted a right gamma nail (380mm) and had to remove this as patient's bow of their femur was too increased. He therefore implanted a short 180mm gamma nail, and the targeted distal locking screws missed the nail. Mr. (B)(6) was the registrar performing the operation and he reported that there was initial difficulty inserting a long 380mm gamma nail due to the patient's anatomy and increased bow of the femur. Upon this it was a surgical decision to overream the canal to 13.5mm (instead of 13mm) to assess whether a long nail could be implanted. It was decided to insert a short 180mm gamma3 trochanteric nail. The nail was opened and attached to the targeting arm and tested for alignment, which showed no sign of failure. The bone within the femoral head was quite dense due to tumor. The lag screw was successfully inserted. The distal locking screw was attempted through the targeter. It was only noted upon removing the targeting arm that the screw did not go through the nail itself, despite testing alignment before inserting. The nail was not hit in with the mallet. According to the surgeon, the nail holding screw should not have loosened and he expressed concerns as to why this screw had missed the nail. Images have been uploaded in attachments. Surgery was completed upon removing the screw which missed the nail. This had caused damage to the nail itself. The case was completed by free hand distal locking. This delayed the completion of surgery by 30mins.